Event description:
The tps micro driver was sent for evaluation because, it was running without user activation during a procedure, which was completed with a readily available alternate device without delay, and no adverse consequences were reported.

Manufacturer narrative:
The device was received, and quality evaluation is in progress. Therefore, a follow-up report will be submitted upon its completion.